Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, history includes uncontrolled diabetes mellitus with retinopathy and peripheral neuropathy, asthma, hyperlipidemia, hypertension, gout, copd, back pain, chf, penile implant, morbid obesity, renal dysfunction, prior CABG with sternotomy, gout, obstructive sleep apnea with home oxygen and CPAP, ptsd with occasional psychosis, arteriosclerosis and toxic nephropathy. The indication for the filter placement was recurrent pe despite the use of anticoagulant therapy. During the implant procedure, the optease was placed at the level of l1-l2. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: the ivc filter is tilted. The proximal tip of the ivc filter contacts the dorsal wall of the inferior vena cava. Per the patient profile from (ppf), the patient reports filter tilt. Approximately three months post implant, a CT revealed a left lateral hematoma. The following day, x-ray of the of the left leg revealed extensive vascular calcification in the thigh area and no evidence of fracture. Approximately one month later, the patient presented with leg pain and was noted to have cellulitis with an abscess. The patient experienced right chest pain. A CT scan revealed findings suggestive for a new small left lower lobe pe. Approximately three months post implant, a CT scan that revealed non-obstructing left renal stones and cholelithiasis. Approximately two years post implant, the patient presented with shortness of breath, stinging pain in the right side with a cough productive for green sputum. A CT scan approximately four years and six months post implant revealed that the proximal tip of the filter was thirteen millimeters inferior to the origin of the left renal artery. The proximal tip of the filter appeared to be in contact with the dorsal wall of the ivc and the distal tip appeared to be in contact with the ventral wall of the ivc. Mild lateral tilting of the filter was noted when compared to the long axis of the ivc. There was no evidence of perforation and the filter was not involved in the adjacent organs. No gross deformity or fracture or the filter was suggested. This study further noted multi-focal coronary arterial atherosclerotic calcifications and scattered mild to moderate calcific mural chronic plaque was seen throughout the abdominal aorta and iliac arteries. A small fat-containing umbilical hernia and a few small bilateral intrarenal calculi were also seen. The CT scan also revealed suggestion of a few very tiny, high-density stones within the dependent portion of the gallbladder lumen. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.the optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Post procedural pulmonary embolism is a known potential event associated with the filter device, patent specific issues, specifically the underlying causes of thrombus formation, may contribute to these events. Bleeding, i.e. Hematoma is a known potential adverse event associated to the use of the filter devices. Pain and shortness of breath do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: the ivc filter is tilted. The proximal tip of the ivc filter contacts the dorsal wall of the inferior vena cava. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: the ivc filter is tilted. The proximal tip of the ivc filter contacts the dorsal wall of the inferior vena cava. The implanted filter poses a progressive risk of perforation of the vena cava and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of additional migration, fractures, embolization of a fracture and thrombosis and clotting causing serious injury and death. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.